Event description:
Information received from the field notes that post implant, interrogation revealed dashes (---) for some of the measured data fields. The patient was not pacemaker dependent and follow-up will continue.